Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Articular surface provisional was returned. Visual inspection identified signs of repeated use (nicked or gouged) also is fractured, not all pieces returned. Pieces that were not returned were discarded. Device history record was reviewed and no discrepancies were found. Medical records were not provided. The root cause of the as provisional fracture can be attributed to wear and tear over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cr provisional poly cracked during the initial procedure.